Event description:
The customer called to report failed battery test and motor error alarms. The customer stated that the insulin pump also got very hot, and the screen went blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and battery heating up due to a component on the liquid crystal display board puncturing through the isolation tape and shorting to the battery tube. Unable to confirm the alarms due to the blank display.